Event description:
During use of the on-line blood gas monitor in a cardiopulmonary bypass procedure, the user observed smoke coming from the printer. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.